Event description:
The facility reported a pump that is not working. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump not working was confirmed. Inspection of the device found that the pump would not work due to failure code 403:317 in the pump's event history. This failure code was caused by a defective user interface module printed circuit board. This part was relpaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA (B)(4), which was opened on january 28, 2005.